Event description:
The lesion being treated was located in a severely calcified, 95% stenotic, non-tortuous in-stent restenosis left main (lm). The physician attempted to advance a taxus express2 3.5 x 16 mm drug eluting stent. However, the stent delivery device became stuck on the bmw guiding wire. During withdrawal the delivery device fractured and the stent was never deployed. The fractured catheter and guide wire was removed as one unit from the patient's body without any complications. The procedure was successfully completed with another taxus express2 3.5 x 16 mm stent. Patient status is reported as "satisfactory/good".